Manufacturer narrative:
Multiple attempts were made for device return, but the device has not been returned. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: smoking probable root cause: 1. Insulation melting 2. Excessive cauterization 3. User error 4. Nonconforming electrical components the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the handpiece became hot and began to release smoke/vapor. Therefore, there was a thermal event.

Event description:
It was reported that the handpiece became hot and began to release smoke/vapor. Therefore, there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.